Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01336.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the {vein listed in the pps} due to recurrent deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt, vena cava and organ perforation, thrombus and clotting of filter. Patient notes and further alleges "after the filter had become clogged, I started having abdominal pain, leg swelling and pain. I am short of breath constantly, and have no energy". Additionally, patient notes "sitting, standing, and laying down for too long causes pain". Patient alleges standard percutaneous filter removal on (B)(6) 2017. Per the (B)(6) 2017 ivc filter removal report: "impression: 1. Removal of long-term indwelling filter, noted to be tilted to the right at the apex, with several legs extending to the left arterial wall of moderate to markedly irregular inferior ivc, as above. 2. Following filter retrieval, moderate to marked irregularity of the inferior ivc is noted, although the right femoral and iliac veins are patent with mild irregularity. Several right-sided venous collaterals continue to fill. No patency of left common iliac, external iliac or left femoral vein is identified, with extensive left pelvic and left para spinal collaterals noted. 3. Placement of bilateral 14 mm wallstents extending from bilateral common leg veins to the inferior ivc, as above. Overlapping 12 mm wallstents extending to the superior third of the left common femoral vein. 4. Large thrombus identified inferior aspect of lndwelling 16 french sheath during the bilateral iliac vein angioplasty and stent procedure., and this clot was subsequently removed with suction thrombectomy and exchange of the sheath, as above.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.